Event description:
The customer reported the system displayed a generator error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a generator cooling fan and the low voltage power supply. The system operates as intended.